Manufacturer narrative:
Intuitive received the part associated with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint and found a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. Additional observation(s): the instrument failed mechanical engagement when placed in the system. The instrument was also found to have a broken bipolar yaw pulley. Broken piece was missing and size was approximately .022¿ x .029¿. As a result the grip cable crimp became dislodged. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, "the cable is loose on instrument and the robot would not even recognize in the instrument". The procedure was completed with no reported injury.